Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the analog pcb assembly would not allow more than an defibrillation output of 174 joules. Additionally, it was observed that the wave shaping circuitry had missing or incorrect sections of signals being sent to the h-bridge circuit. The customer received a replacement device. (B)(4).

Event description:
The customer initially reported that their device was showing its service wrench. After an evaluation of the device by physio-control, it was observed that the device was not delivering consistent, adequate defibrillation energy. This was observed during testing and there was no report of any patient use associated.